Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call to have experienced blood glucose versus sensor glucose differences and is having trouble with the transmitter. The customer indicated that the transmitter indicated 45 mg/dl but was really around 400 mg/dl. The parent also indicated that her child's blood glucose was at 500 mg/dl. The customer indicated that she did not want to troubleshoot and just wants a new transmitter.